Event description:
It was reported by the customer that a pyxis medstation es system was experienced a station failure, as it cannot be powered on. The customer reported that the user was unable to retrieve medication for the patient due to this malfunction, and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was failed unable to powered on. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.